Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer was unable to provide blood glucose (bg) value; however, indicated that bg may have been over 500 mg/dl. Bg was addressed via manual injection.